Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd glass. Unit was received with minor scratched lcd window and faded serial number label. The p-cap locks properly into place. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack at the screen. Customer¿s blood glucose level was 182 mg/dl. Customer reported that the insulin pump was fell off. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.